Event description:
In 2006 the lay user/patient contacted lifescan (lfs) canada alleging the induo meter was giving an error 2 error message. On march 13, 2006 in the evening, the patient attempted to test his blood glucose level but twice obtained the error 2 error message on the reported meter. At that time, the patient was experiencing symptoms of low blood glucose levels, he couldn't move his arms, and felt he was possibly having a heart attack. The patient's wife gave him orange juice to drink and he felt better afterwards. The patient did not seek medical attention. The customer service representative (csr) determined during the troubleshooting telephone call the patient's testing technique was correct and the testing room temperature was within meter specifications during the troubleshooting call, the csr was able to talk to the patient through successfully performing a blood glucose test without errors. The meter and test strips were replaced. The patient experienced symptoms of hypoglycemia and required medical treatment, and was unable to test his blood glucose levels due to the error 2 error message. Therefore, this incident is being reported as an adverse event.